Event description:
"On or about (B)(6) 2006," a sparc sling system was implanted "to treat pelvic organ prolapse and/or stress urinary incontinence and/or rectocele and/or other conditions." Plaintiff's attorney has alleged that, "as a result of plaintiff's implants, plaintiff has suffered injuries and complaints including but not limited to pain, scarring, adhesions, urinary and bowel dysfunction, infection and/or inflammation, foreign body reaction, erosion, contraction, hardening, nerve and soft tissue damage, inability to engage in chosen and necessary activities, potential for additional surgery and loss of enjoyment of life," and "chronic debilitating pain." It was also indicated that she has undergone medical and hospital treatment, had or may need surgery, had and will after "mental anguish, humiliation," has "a diminished quality of life," had "severe personal injuries," "severe emotional distress," "severe and permanent pain, suffering, disability, impairment," and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.